Manufacturer narrative:
The field service engineer (fse) was dispatched to the site on (B)(4) 2008, to investigate the event. The fse performed hardware verification on the instrument. The fse made some adjustments to the alignments, but found no clear root cause for the reported events. The fse verified the repair per established procedures and the results met published performance specifications. A definitive root cause could not be determined for this event. MDR# 2122870-2008-00271 documents results for pts 1 and 2. This is a single event involving multiple pt samples. There were no reports of any adverse event, changes to pt care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accu tni (troponin I) results generated on a unicel dxi access immunoassay system for five pts. The customer re-ran the samples on a different instrument and the results were within normal reference range. The initial erroneously elevated results were reported outside the laboratory. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.